Event description:
It was reported that the stent was deformed the 80% stenosed target lesion was located in the left vertebral artery. A 5.0mmx15mmx150cm express sd stent balloon expandable was selected for use. During the procedure, a balloon was delivered to dilate the lesion, and a stent was prepared for placement. After routine flushing, the stent was advanced along the guidewire into the body. However, it was unable to cross the lesion smoothly despite multiple attempts. The stent was subsequently removed, at which point it was observed to be deformed. The procedure was then completed with another of the same device and there were no patient complications reported.

Event description:
It was reported that the stent was deformed. The 80% stenosed target lesion was located in the left vertebral artery. A 5.0mmx15mmx150cm express sd stent balloon expandable was selected for use. During the procedure, a balloon was delivered to dilate the lesion, and a stent was prepared for placement. After routine flushing, the stent was advanced along the guidewire into the body. However, it was unable to cross the lesion smoothly despite multiple attempts. The stent was subsequently removed, at which point it was observed to be deformed. The procedure was then completed with another of the same device and there were no patient complications reported. It was further reported that the target lesion, exhibited severe tortuosity and mild calcification.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection identified damage to the stent, while microscopic examination did not reveal any additional damage. Further inspection of the remaining components of the device showed no evidence of damage or irregularities. Product analysis confirmed that the stent was damaged.